Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the implanted stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, the distal flange wires did not look right, as they appeared closed after stent placement. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.